Event description:
It was reported that during a surgery the connection between the nozzle and the syringe became detached during cementing, even though the protrusion on the nozzle had passed over the protrusion on the syringe and they were properly locked. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.